Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; an intermittent issue was found with the communicating/tracking of the programmer pen and the cursor on the screen. The cursor would sometimes lag behind the pen. Analysis also found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. The keyboard connector was damaged (pulling apart). (B)(4).

Event description:
It was reported the programmer pen was not communicating consistently. Several new pens were tried. The programmer was returned. No patient complications have been reported as a result of this event.